Event description:
It was reported that during the surgery that took place on (B)(6) 2015 one bone plugs broke, code 09390114, lot l7396.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was confirmed. Method & results: device evaluation and results: material analysis was performed on the returned segment of the bone plug and indicated that the bone plugs of both introducers failed in overload. The exact location of the fracture origin for each of the surfaces was not possible to be determined due to post-fracture degradation of the polymer material. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: complaint history review confirmed that there have been two other similar events for the reported lot. Conclusions: based on material analysis that was performed on the returned segment of the bone plug, it was indicated that the bone plugs of both introducers failed in overload. The exact location of the fracture origin for each of the surfaces was not possible to be determined due post-fracture degradation of the polymer material. No material or manufacturing defects were observed on the device features examined. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
It was reported that during the surgery that took place on (B)(6) 2015 one bone plugs broke, code 09390114, lot l7396.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.